Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they allege insulin pump was under delivering. The customer¿s blood glucose level was unknown. Customer stated they experienced high blood glucose level. Customer stated they had last time several test with insulin pump no anomaly. The reservoir will not be returned for analysis.